Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests performed. The device exhibits normal device characteristics.

Event description:
A report was received that the patient is experiencing difficulty charging her implant. The patient has lost weight and the ipg has dropped inside the pocket area. The physician replaced the patient's ipg during the pocket revision due to failure to charge.

Event description:
A report was received that the patient is experiencing difficulty charging her implant. The patient has lost weight and the ipg has dropped inside the pocket area. The physician replaced the patient's ipg during the pocket revision due to failure to charge.